Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There were no anomalies found.

Event description:
It was reported that during follow-up checks it was noted that the right ventricular (rv) lead had intermittent high impedances. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.